Event description:
Per the physician's report, this patient was explanted in 2006 due to a recurrent cholesteatoma near the implant. The patient was not reimplanted.

Manufacturer narrative:
This is a final report.